Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button is intermittently unresponsive. During troubleshooting with tandem technical support, it was confirmed that the button was functioning as intended and the pump still turns on when plugged into a power source. In addition, it was reported that at times the touchscreen display goes black when the customer presses "1,2,3" on the unlock screen. Customer had elevated blood glucose levels (250 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.